Event description:
Boston scientific received information that through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected a high shock impedance measurement on the right ventricular (rv) lead. Additional information received showed this right ventricular (rv) lead had displayed noise resulting in oversensing with pacing inhibition. The is-1 portion of this rv lead was capped and replaced with a new rate/sense lead. The rv lead remains implanted for defibrillation purposes only. Additionally, this device is implanted under the pectoral muscle and is part of the subpectoral implant 2009 product advisory that was initially communicated on (B)(6) 2009. There was no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.